Event description:
It was reported that during a vaginal hysterectomy procedure the device locked and would not open. The surgeon could not complete the firing cycle and had to cut the device out of the tissue. The procedure was completed by clamp, cut and tie. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. No further investigation can be performed at this time.